Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter phone: (B)(6). The device was returned for analysis. A visual and tactile examination identified no damages in the hypotube shaft. Similarly, a visual and tactile examination of the distal extrusion revealed no damages. A visual examination of the crimped stent also found no damages. A microscopic examination of the distal extrusion confirmed no evidence of any damages. The stent was securely positioned between the proximal and distal markerbands. A microscopic examination of the balloon material identified no damages; the balloon was tightly folded and did not appear to have been subjected to any positive pressures. A microscopic examination of the tip identified no damages. Dimensional testing of the crimped stent's outer diameter (od) was measured and was within the maximum crimped stent profile measurement. Functional testing revealed the device was attached to a pretested encore inflation unit (encore tested using a druck gauge). The balloon was inflated to its rated burst pressure (rbp) of 16 atmospheres (atm) with no resistance, and the stent fully expanded. A vacuum was applied, and the stent deployed from the balloon.

Event description:
It was reported that inadequate apposition occurred. The target lesion was located in the right coronary artery, and a 4.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the expansion at the lesion site was incomplete. Consequently, the device was removed, and the procedure was completed using a different device. Following the procedure, the patient's condition remained stable. It was further reported that the stenosed target lesion, which was 80% narrowed, was located in the mildly tortuous and non-calcified right coronary artery. However, during the procedure, there was difficulty in deploying the stent. Despite this challenge, the device was not removed and was successfully implanted.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that inadequate apposition occurred. The target lesion was located in the right coronary artery, and a 4.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the expansion at the lesion site was incomplete. Consequently, the device was removed, and the procedure was completed with a different device. Following the procedure, the patient's condition remained stable.